Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A 9mm modular bixcut reamer head broke during reaming of tibial canal. The metal fragments were removed from the patient.

Manufacturer narrative:
The evaluation revealed the broken reamer head to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 6 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The breakage surface and rims indicate that the peg broke from inwards to outwards, beginning step by step in a fatigue fracture. The main part of the peg broke spontaneous in a brittle fracture. The provided x-ray indicates that the used guide wire was deformed a few centimeters below the tip. During a functional test with a similar deformed guide wire the remained peg of the reamer head hit hardly the guide wire surface when it slid over the deformed area. The evaluation determined that the reamer peg broke when it slid over the deformed guide wire due to a bending overload; the fatigue fracture indicates that the peg was most likely pre-damaged; maybe due to same surgery practice in previous cases. Bending the guide wire is not necessary and is not included in the operative technique; the instruments shall only be used as described. Furthermore drilling metal is not allowed. The case is attributed to an inadequate usage. No non-conformity identified; no actions are in place.

Event description:
9mm modular bixcut reamer head broke during reaming of tibial canal. The metal fragments were removed from the patient.